Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button of the insulin pump was hard to press sometimes. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had to rewind sometimes more than once and unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, no rewind anomaly or no delivery alarm noted.